Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing date: november 18, 2008. Part 309.501, lot 5801864 did not contain any non-conformance reports or anomalies. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went in for a knee procedure on (B)(6) 2016. During the procedure, while removing a screw, a conical extraction device for threaded washer was broken; the threads were damaged on the extractor. The procedure was successfully completed. There was no surgical time delay or surgical medical intervention reported. The patient status outcome is fine. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Product investigation summary: one conical extraction device for threaded washers (part 309.501 / lot 5801864) was received at customer quality with complaint category "synthes: broken: intraoperatively". This complaint is confirmed as the device was received with a portion of the threaded distal tip sheared off. Approximately 1mm of the tip sheared off and not returned. This complaint cannot be replicated as the device is already broken. The returned device is used in the synthes screw removal set and 3.0 cannulated screws technique guides. This device is used to extract/remove an implanted threaded washer by embedding itself into the implant and then overcoming the forces resulting from boney ingrowth in and around the implant. The relevant drawing was reviewed during this evaluation. This device was manufactured from 440a stainless steel, heat treated per synthes specifications. The 1.15mm cannulation is required for precise placement over a guide wire in order to find the correct trajectory of the implant intended to be extracted. The conical thread pattern that exists at the location of the fracture on this device is required in order to embed into the implant that is intended to be extracted. The design is adequate for its intended use when used and maintained as directed. A definitive root cause cannot be determined based on the complaint details, but was most likely due to off axis forces being applied to this 7+ year old device during implant extraction and not likely a result of a design deficiency. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.